Manufacturer narrative:
Abbott personnel advised the customer to replace and calibrate the reagent probe 1 on the architect c8000 analyzer. Subsequent instrument operations and test results were acceptable. The part was worn from normal use. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect systems operation manual provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports the following potassium assay results generated on an architect c8000 analyzer: patient a: initial result of 10.0 mmol/l; sample retested ten times with a mean of 4.0 mmol/l and a %cv = 3.22. Patient b: initial result of 8.0 mmol/l; sample retested ten times with a mean of 4.5 mmol/l and a %cv of 7.5. No suspect results were reported from the lab with no reported patient impact.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.